Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional/modified event information received on 15-may-2024, that changed the reportability of the event as related to this product reported in this medwatch report. [Additional information]: on 15-may-2024, additional information was received. The information indicated that the mild upper and lower limb paralysis with an nihss score of 2 was the patient¿s original presentation. The vessel had mild tortuosity. There is no future procedure planned, the information indicated that the patient is to continue medical treatment. The patient has been discharged from the hospital and as reported in the additional information, is walking independently. It was also indicated that no further information is available. Per the additional information received on 15-may-2024, it has been disclosed that ¿mild upper and lower limb paralysis¿ was the original presentation of the patient and is attributed to the index stroke. In addition, the m2 occlusion, which may have been present prior to the procedure, did not result in a required surgical intervention to preclude patient harm, prolonged hospitalization, nor any reported permanent neurological deficit. There were no alleged quality issues related to the cereglide71 intermediate catheter, and the device was ¿delivered to the target location and retrieved the thrombus.¿ in consideration of the questionable origin of the m2 occlusion (procedure related or original presentation), in addition to the absence of patient consequence or required surgical intervention resulting from this event, which would constitute meeting the definition of a serious injury; it has been determined that this event does not meet the definition of a serious injury, and thus, no longer meets us FDA reporting criteria. The file will be re-reviewed if additional information is received at a later date. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section b.3: date of event: the date of the event is not known. Section d.2b: procode is nry/qjp. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address is not available / reported. Section e.1: initial reporter address line 1: (B)(6). Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. Based on complaint information, the device is not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. The lot number of the device is not known; therefore, manufacturing documentation review was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. A thromboembolism is a known potential complication associated with the use of the cereglide71 intermediate catheter and is listed in the instructions for use (IFU) as such. There were no alleged quality issues related to the used device, as the device performed as intended. Clinical and procedural factors, including vessel characteristics, tortuosity, device selection, and mechanical manipulation of devices within the artery, are all factors that may have contributed to the reported event rather than the design or manufacture of the device. In this case, the procedure was terminated after the retrieval of the first thrombus, as the ¿the occluded area was ischemic core,¿ or tissue that is irreversibly damaged due to inadequate blood flow. The treating physician was uncertain if the m2 occlusion was a result of a distal embolism or if the m2 segment was originally occluded. Since the used device cannot be ruled out as a contributing cause to the m2 occlusion, and the patient outcome was noted to be a permanent neurological deficit of ¿mild upper and lower limb paralysis,¿ this event will be conservatively reported to the us FDA, reporting under criteria 21 cfr 803 with the classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported during a mechanical thrombectomy procedure for an acute ischemic stroke (ais) targeting a left distal m1 (m1d) occlusion, the physician attempted to treat the occlusion using the combined technique, but because the microcatheter could not be advanced into the m2 segment, the physician opted to go with the via direct aspiration first pass technique (adapt) using a cereglide 71 intermediate catheter (nic71132c / lot# unknown) alone. The cereglide 71 intermediate catheter was able to be delivered to the target location and retrieved the thrombus, but final angiography showed the m2 segment also embolized. The physician could not determine if it was a distal embolus or the original occlusion. The procedure was terminated without additional interventions since the occluded area was the ischemic core. It was reported that post-procedure, because the infarcted area was limited, the patient had only mild upper and lower limb paralysis with an nihss score of 2. Continuous flush was reportedly maintained during the procedure. On 01-may-2024, limited additional information was received. Per the information, the targeted occlusion was confirmed to be in the left distal m1 segment of the middle cerebral artery (mca); the original patient presentation before the thrombectomy procedure was the acute left distal m1 occlusion. It was reported that final angiography showed the m2 segment was also embolized. The information indicated that the physician could not determine if this was a distal embolus / emboli or if it was originally occluded.